Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. A short circuit was detected between the tip electrode and conductor wire 3. Further investigation revealed conductor wire 3 was abraded wire within the deflectable portion of the shaft, consistent with the observed short circuit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the short circuit is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit of the catheter.